Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an ar-6475 pump had fluid travel from the joint space. "The product was used in an arthroscopic knee surgery. When the surgery was completed, swelling was acknowledged in the patient's thigh. According to the doctor's, water flows into the thigh from joint parcel." This was discovered during a case with extravasation to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.